Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The product code is unknown therefore the 510k number is unknown. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for a broken occluder foot. Broken occluder mechanisms prevent proper clamping of the tubing and generally result in an internal tubing leak or lack of fluid shut-off through the set. The root cause of this problem is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4)

Event description:
The registered nurse (rn) contacted corporate product surveillance (cps) on (B)(6) 2011 regarding the report transfer set that broke while connected to the catheter. Cps asked the rn to explain what happened and the rn stated that when the home patient (hp) took the minicap off of the transfer set, the transfer set immediately started leaking. The rn stated she thinks there might have been an issue with the open and closing mechanism of the transfer set. The rn stated this was the second transfer set that the hp had with this issue and the hp has only had this transfer set for a couple of weeks. The rn stated she did have the transfer set that most recently leaked available for evaluation however, the rn did not know the lot number or product code. There was patient involvement but there was not patient injury or medical intervention indicated at the time of the initial report.